Event description:
It was reported patient underwent a total shoulder arthroplasty on (B)(6) 2013. During the procedure, surgeon pushed the release button on the handle and the spring backed out. As a result, the handle and guide could not be utilized to complete the procedure. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.